Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, delamination. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is a sharp edge opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.